Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2016 with the following findings: multiple scratches were observed on the display lens. Unrelated to the complaint, the battery compartment was observed to be cracked above the grip pad. Also unrelated to the complaint, the display was observed to be dim and gray. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. The display screen reportedly was scratched and there was no indication as to whether or not the user could safely read the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.